Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that patient had experienced unsatisfactory correction in the right eye with post operative manifest refraction spherical equivalent achieved refraction value was more than one diopter from the target refractive value after refractive surgery. And patient was experiencing astigmatism, hyperopia, pseudophakia (multifocal intraocular lens, sulcoflex lens), sicca syndrome and treated with prescribed drugs (floxal, ultracortenol, monodex eye drops, betnesol, ikervis eye drops, pilocarpin eye drops 0.5%.). The patient symptoms were continuing. There are two related reports for this patient. This report addresses the patient initial's (B)(6), in the right eye and other manufacturer reports will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the batch record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. The device meets specifications as per service installation record. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The system passed successfully all initialization steps. The user skipped the gas change and the scanner test and performed the needed energy check, eye tracker test and fluence test without any issue. The reported treatment could be identified in the logfile. The user performed an energy check before the reported treatment. The energy was stable during the whole day. The logfile shows that the reported treatment of the right eye was performed successfully. The interruption was caused by the user releasing the laser pedal. It is not apparent in the logfiles why the user released the laser pedal. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No complaint-related product is expected to be returned for investigation. No device related issues were identified based on the provided data. Therefore, the case is coded as "inconclusive - no problem found". The manufacturer internal reference number is: (B)(4).